Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the distal tip measuring 40.0cm was returned for analysis. Damage was found on the lead, consistent with that sustained during the surgical procedure. The portion of the lead that was returned was otherwise exhibited normal electrical characteristics. The portion of the lead reported to have externalized conductors in the pocket area was not returned.

Event description:
It was reported that an alert for low, out of range, high voltage lead impedance was observed via remote transmission. Review of x-ray did not show any signs of externalized conductors, but when the lead was explanted, externalized conductors were observed in the pocket area. The lead was replaced. Patient condition after the replacement was normal.